Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain after essure") and embedded device ("medical device removal/right essure coil was in the uterine myometrium/essure coil on the right side was both in the fallopian tube and penetrating in the myometrium.") In a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pregnant, peritonitis, panic attack, migraine, knee pain, abdominal pain, irritable bowel syndrome, unable to walk, parity 4 and pelvic pain. The patient had a family history of lung cancer, depression, hypertension and rheumatoid arthritis. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2676 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy. Cystoscopy). The reporter considered embedded device and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: the left fallopian tube with fimbriated end is 5.5 cm in length by approximately 0.6 cm in greatest diameter. The serosal surface is tan-pink to purple, smooth and glistening. Sectioning through the fallopian tube reveals a soft tan-pink to purple cut surface with a central tan-white, pinpoint lumen. Within the lumen there is a metal coil grossly consistent with an essure wire. No gross abnormalities are noted. The right fallopian tube with fimbriated end is 7.0 cm in length by 0.8 cm in greatest diameter. The serosal surface is tan-pink to purple, smooth and glistening. Sectioning through the fallopian tube reveals a soft tan-pink to purple cut surface with a central tan-white pinpoint lumen. Within the lumen, there is a silver metal coil, grossly consistent with an essure wire. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("medical device removal / right essure coil was in the uterine myometrium / essure coil on the right side was both in the fallopian tube and penetrating in the myometrium.") In a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pregnant, peritonitis, panic attack, migraine, knee pain, abdominal pain, irritable bowel syndrome, unable to walk, parity 4 and pelvic pain. The patient had a family history of lung cancer, depression, hypertension and rheumatoid arthritis. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 2676 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy. Cystoscopy). The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: the left fallopian tube with fimbriated end is 5.5 cm in length by approximately 0.6 cm in greatest diameter. The serosal surface is tan-pink to purple, smooth and glistening. Sectioning through the fallopian tube reveals a soft tan-pink to purple cut surface with a central tan-white, pinpoint lumen. Within the lumen there is a metal coil grossly consistent with an essure wire. No gross abnormalities are noted. The right fallopian tube with fimbriated end is 7.0 cm in length by 0.8 cm in greatest diameter. The serosal surface is tan-pink to purple, smooth and glistening. Sectioning through the fallopian tube reveals a soft tan-pink to purple cut surface with a central tan-white pinpoint lumen. Within the lumen, there is a silver metal coil, grossly consistent with an essure wire. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.